Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not confirm the error code u504 displayed on the usg-400. The device was evaluated using olympus¿ test equipment. Two error codes were displayed during testing with the handle fully closed; a u508 (seal circuit error) and a u511 (seal and seal & cut circuit error). The distal end of the device was inspected under a microscope and found indentation marks from the teeth of the jaw onto the probe unit. The teflon pad was noted to be partially split in cross direction, and the teflon pad was melted at the distal end exposing the side of the jaw. There were charred marks noted on the probe unit and on the jaws at the same location when fully closed. The root cause for the damaged teflon pad is most likely due to no tissue or insufficient tissue between the probe and jaw during activation. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed during a total laparoscopic hysterectomy procedure, the teflon pad was slightly peeled back at the end of the probe. There is also a report of the usg-400 generator displaying error code u504 during use on patient during cutting. The procedure was completed with a similar but different probe. No device fragment fell inside the patient. There was no patient injury.